Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Note: the patient received two leads from the same lot number. It was reported the patient suffered multiple falls starting one year ago. Since then she experiences stabbing pain in her lower back when stimulation is on. The patient also reported ineffective stimulation. The patient occasionally feels pinching and pulling at the ipg site when stimulation is off which gets more prominent with stimulation on. The patient stopped using the system early in 2015. Reprogramming was unable to resolve the issue. Images were taken which showed the leads have migrated and the lead is coiled. Programming was attempted but caused painful stimulation. Surgical intervention may be taken to address the issue.